Manufacturer narrative:
(B)(4). The ge service rep replaced the complete 68 pin plug and fuse on the monitor. The system operates as intended.

Event description:
The customer reported that the pin plug was broken. No pt injury was reported.